Event description:
Customer reported discordant hemoglobin (hba1c) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that this event occurred due to an operator error. Customer is satisfied with instrument's operation and does not intend to pursue the situation further. Instrument is performing as intended.